Event description:
It was reported that the healthcare professional enquired about loss of capture. The right ventricular (rv) lead exhibited under-sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: 6984m adaptor, implanted (B)(6) 2015' 6984m adaptor, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.